Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Patient reported left side rupture, simple cyst and lesions, "feeling a bit grainy", and prominent lymph nodes. The device has been explanted.

Event description:
Healthcare professional later reported pain on the left side.

Event description:
Patient reported left side rupture, simple cyst and lesions, "feeling a bit grainy", and prominent lymph nodes. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d.1, d.4, g.1, g.5, h.4, h.6.